Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the doctor noticed the lens break in the injector during implantation. The problem was resolved with the replacement lens. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.5 diopter tore/broke during injection/delivery into the right eye (od) of a patient with pre-existing keratoconus on (B)(6) 2023. There was no patient contact and no patient injury. On (B)(6) 2023, the replacement lens was implanted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).